Manufacturer narrative:
The device was not returned for investigation. Although no evaluation was performed on the device involved in this event, the reported leak from the valve of the flexcath steerable sheath is a known issue with this device. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
A cryoablation procedure was performed in (B)(6). During ablation of the ripv, the physician noticed that heparinized saline was leaking from the valve of the flexcath steerable sheath (catheter introducer). There was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.